Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of the screen going blank was confirmed. However, the allegation that the user had accidentally allowed water to enter the right-hand side of the device was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the endoscopic image cannot be displayed. A root cause could not be identified. Based on the results of the investigation, it was likely that the following led to the malfunction: regarding the screen going blank was due to damage to the printed circuit board. The endoscopic image could not be displayed was due to a system failure of the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the user of the video system center had accidentally allowed water to enter the right-hand side causing a blank screen. There were no reports of patient harm.